Event description:
The complainant alleged that the device was on a crash cart and had been plugged into an ac outlet. The device was unplugged and taken to bedside to monitor a pt. The ECG cable was connected to the device and pt and an ECG rhythm was established. When the defibrillator was needed 35 minutes later, the screen blanked out and the device lost power. The clinicians were unable to defibrillate the pt with the device on battery power. The complainant indicated that the clinicians were able to use the defibrillator when it was plugged into the ac outlet. The complainant indicated that there was no adverese effect to the pt as a result of the reported malfunction.